Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose and diabetes ketoacidosis. The blood glucose was above 600 mg/dl at the time of incident. The current blood glucose was above 400 mg/dl. The customer treated with bolus. The device will be returned for the analysis.